Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of recurrent ventral incisional hernia. It was reported that after implant, the patient experienced recurrent incisional hernia with incarceration and small bowel obstruction and dense adhesions and scar. Post-operative patient treatment included tedious adhesiolysis required to free abdominal wall and define edges of fascia, multiple defects on either side of the mesh, old mesh was completely excised, excision of excess skin, subcutaneous fat, and scar and placement of new mesh.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of recurrent ventral hernia. It was reported that after implant, the patient experienced recurrent incisional hernia with incarceration and small bowel obstruction and dense adhesions and scar. Post-operative patient treatment included tedious adhesiolysis required to free abdominal wall and define edges of fascia, multiple defects on either side of the mesh, old mesh was completely excised, excision of excess skin, subcutaneous fat, and scar and placement of new mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Additional information: description of event or problem, test/laboratory data, other relevant history, explant date, premarket identification. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b5, d8, e1 (facility name, street 1, city, region, postal code), g1 (MFR contact first name, last name, street 1, MFR city, region, postal code, email, phone number), g3, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of recurrent ventral hernia. It was reported that after implant, the patient experienced recurrent incisional hernia with incarceration, small bowel obstruction, dense adhesions chronic pain, defects on either side of mesh, incarcerated intestine and scar. Post-operative patient treatment included tedious adhesiolysis required to free abdominal wall and define edges of fascia, reduction of incarcerated intestine, old mesh was completely excised, excision of excess skin, subcutaneous fat, and scar and placement of new mesh.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of recurrent ventral hernia. It was reported that after implant, the patient experienced recurrent incisional hernia with incarceration and small bowel obstruction, dense adhesions, tedious adhesiolysis required to free abdominal wall and define edges of fascia, multiple defects on either side of the mesh, old mesh was completely excised, excision of excess skin, subcutaneous fat, and scar. Post-operative patient treatment included revision surgery.

Manufacturer narrative:
Additional information: b5, b7, g1(manufacturer name, first name, last name, street 1, city, region, postal code, email, phone), h6(patient codes). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of recurrent ventral hernia. It was reported that after implant, the patient experienced recurrent incisional hernia with incarceration, small bowel obstruction, dense adhesions chronic pain, defects on either side of mesh, fibroconnective tissue, incarcerated intestine and scar. Post-operative patient treatment included tedious adhesiolysis required to free abdominal wall and define edges of fascia, reduction of incarcerated intestine, old mesh was completely excised, excision of excess skin, subcutaneous fat, use of two drains, lysis of adhesions, and scar and placement of new mesh. Relevant tests/laboratory data: 15 mar 2018 ¿ pathology report revealed abdomen, hernia sac, excision: mesothelial-lined fibroconnective tissue, consistent with hernia sac.

Manufacturer narrative:
Additional info: a4, a5b, b2 (outcome attributed to adverse event), b5, b6, b7, g1, h6 (patient and health impact codes; e2402: vomiting feculent material, protein calorie malnutrition). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of recurrent ventral hernia. It was reported that after intraabdominal implant, the patient experienced small bowel distention into hernia sac, fluid collection, abdominal pain, diarrhea, nausea, dark bilious discharge, vomiting, vomiting feculent material, tenderness, pneumonia, intermittently bloody emesis, bowel dilated, hypotension, dizziness, lightheadedness, acute pulmonary insufficiency, protein calorie malnutrition, pocket of fluid, recurrent incisional hernia with incarceration, small bowel obstruction, dense adhesions, chronic pain, defects on either side of mesh, fibroconnective tissue, incarcerated intestine and scar. Post-operative patient treatment included CT scan, x-ray, admission to hospital, ng tube placed, IV fluid, pain medication, nausea medication, electrolyte repletion, fluid bolus, supplemental oxygen, ultrasound to reduce fluid pocket, tedious adhesiolysis required to free abdominal wall and define edges of fascia, reduction of incarcerated intestine, old mesh was completely excised, excision of excess skin, subcutaneous fat, use of two drains, lysis of adhesions, and scar and placement of new mesh.

Manufacturer narrative:
Additional information: h6 (ime, device codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of recurrent ventral hernia. It was reported that after intraabdominal implant, the patient experienced small bowel distention into hernia sac, fluid collection, abdominal pain, diarrhea, nausea, dark bilious discharge, vomiting, vomiting feculent material, tenderness, pneumonia, intermittently bloody emesis, bowel dilated, hypotension, dizziness, lightheadedness, acute pulmonary insufficiency, protein calorie malnutrition, pocket of fluid, recurrent incisional hernia with incarceration, small bowel obstruction, dense adhesions, chronic pain, defects on either side of mesh, fibroconnective tissue, incarcerated intestine, scar, mesh failure, infection, inflammation, perforation. Post-operative patient treatment included CT scan, x-ray, admission to hospital, ng tube placed, IV fluid, pain medication, nausea medication, electrolyte repletion, fluid bolus, supplemental oxygen, ultrasound to reduce fluid pocket, tedious adhesiolysis required to free abdominal wall and define edges of fascia, reduction of incarcerated intestine, old mesh was completely excised, excision of excess skin, subcutaneous fat, use of two drains, wound vac, bowel resection, lysis of adhesions, and scar and placement of new mesh.